Event description:
It was reported that the drive support cap was sticking out. No further information reported.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump had a detached end cap, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.